Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed a color bar on the screen. The issue occurred during maintenance of the device. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the color bar coming on the monitor screen instead of an endoscopic image was due to a defective circuit board. Also during the investigation it was found that the light-emitting diode of the front panel was continuously glowing due to a defective printed circuit board. A definitive root cause of the failures of the circuit board and printed circuit board cannot be determined. Olympus will continue to monitor field performance for this device.